Manufacturer narrative:
Additional information can be found in the following sections: PMA/510k and , if follow-up, what type. On(B)(6)2019, received a medwatch mw5086323 stating that the "the blade on the intuitive surgical, harmonic ace curved shears broke off the instrument while the instrument was in use per mfrs instruction. The broken portion was retrieved in its entirety. ." There is no additional information provided in mw5086323 other than what was initially reported in MFR. Report #: 2955842-2019-10370.

Event description:
Refer to additional for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the jaw of the harmonic ace instrument broke off and fell inside the patient. Although, the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, it was alleged that the system generated a message to release the grips, and when the surgeon released the grips, the jaw of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure with a forceps. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the site¿s robotics coordinator and obtained the following additional information: the robotics coordinator stated that the surgeon was cutting tissue when the jaws of the harmonic ace instrument fell inside the patient. The cadiere forceps instrument was in use when the fragment fell inside the patient. The robotics coordinator confirmed the following; there were no collision of instruments, there is recent change in the cleaning or sterilization process, the instrument did not contact any hard material, and the instruments were inspected prior to use. The robotics coordinator confirmed there were no fragments retained inside the patient. The planned surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. It is unknown if there was any video recording of the surgical procedure.